Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25 mm amplatzer pfo occluder was implanted. The patient developed an allergic reaction shortly after implant. The patient developed palmar edema and bilateral lower extremity hives and received dual antiplatelet therapy with aspirin and plavix. It was noted that the patient was then switched from plavix to brilinta and given medrol dosepak.

Manufacturer narrative:
I would just rearrange a bit of what you have here and then you can close- an event of allergic reaction was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that the either nickel from device or medications administered during and post procedure could have lead to the reported allergic reaction, and the root cause of the reported event could not be conclusively determined. Please note, per the instructions for use, arten600197057 revision a warnings - "patients allergic to nickel may have an allergic reaction to this device.".